Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip, (B)(4). Note: manufacturer contacted customer on 8/22/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 155mg/d using the true metrix meter vs 41mg/dl using the emt meter and result obtained of 55 and 43mg/dl. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did report symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom/living room. During the call on (b(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 120 and 122mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 3/31/2019 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :130mg/dl date: (B)(6) 2018 time:10:43pm fasting; result 2 :43mg/dl date: (B)(6) 2018 time:5:48am fasting; result 3 :120mg/dl date: (B)(6) 2018 time:5:56pm n/fasting; result 4 :146mg/dl date: (B)(6) 2018 time:12:00am fasting; result 5 :55mg/dl date: (B)(6) 2018 time:6:00am fasting. Customer is concerned with high results and a meter to meter comparison a week ago. Customer is not aware of meter used by emt. Customer states he is a chronic hypoglycemic and was taken off his meds and insulin 6 months ago with an a1c of 4.9. Customer is concerned about a meter to meter comparison about week ago performed by the emt when customer was transported to hospital for stomach issue not relating to blood glucose. Customer states emt performed a comparison and obtained 41mg/dl from emt meter and 155mg/dl fasting with true metrix air. Customer is concerned with 130mg/dl fasting and states he had the sweats and felt symptoms of low glucose. Customer is also concerned with reading obtained today of 55mg/dl fasting and states he felt just fine and feels the reading is "incorrect.correctly." Past adverse info: customer states incidences occurred about 3 weeks ago with 4 occasions. Customer states he felt symptoms of hypoglycemia and sought medical attention on a few occasions. Customer did not disclose any information regarding exact dates, treatment or readings. Customer was treated for hyperglycemia. Customer continued to use meter and strips after going back home.